Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain (cramp-like) [pelvic pain female], digestive disorder [digestion impaired], colon adenoma [colon adenoma] , liver disorder [liver disorder] , iron level 3 times higher than normal [iron decreased], impaired concentration and speech [concentration impaired] , impaired concentration and speech [disorder speech], loss of memory [loss of memory] , tendinitis [tendinitis], vision disorder [visual disturbance], teeth disorder [tooth disorder], ovarian cyst [ovarian cyst] , fatigue [fatigue] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 03-dec-2024. The most recent information was received on 10-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain (cramp-like)") in a 45 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 849 days after essure insertion, she experienced tooth disorder ("teeth disorder"). On (B)(6) 2015 she experienced pelvic pain (seriousness criterion medically important), dyspepsia ("digestive disorder"), liver disorder ("liver disorder"), disturbance in attention ("impaired concentration and speech"), speech disorder ("impaired concentration and speech"), amnesia ("loss of memory"), tendonitis ("tendinitis"), visual impairment ("vision disorder"), ovarian cyst ("ovarian cyst") and fatigue ("fatigue") and was found to have colorectal adenoma ("colon adenoma") and blood iron decreased ("iron level 3 times higher than normal"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to dyspepsia, colorectal adenoma, liver disorder, blood iron decreased, disturbance in attention, speech disorder, amnesia, tendonitis, visual impairment, tooth disorder, pelvic pain, ovarian cyst or fatigue. The reporter commented: urgent status of the patient: follow-up, primary physician, gastroenterologist, dentist, ophthalmologist, gynecologist at the hospital. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-dec-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Pelvic pain (cramp-like) [pelvic pain female], digestive disorder [digestion impaired], colon adenoma [colon adenoma], liver disorder [liver disorder], iron level 3 times higher than normal [iron decreased], impaired concentration and speech [concentration impaired], impaired concentration and speech [disorder speech], loss of memory [loss of memory], tendinitis [tendinitis], vision disorder [visual disturbance], teeth disorder [tooth disorder], ovarian cyst [ovarian cyst], fatigue [fatigue]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 03-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain (cramp-like)") in a 45 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 849 days after essure insertion, she experienced tooth disorder ("teeth disorder"). On (B)(6) 2015 she experienced pelvic pain (seriousness criterion medically important), dyspepsia ("digestive disorder"), liver disorder ("liver disorder"), disturbance in attention ("impaired concentration and speech"), speech disorder ("impaired concentration and speech"), amnesia ("loss of memory"), tendonitis ("tendinitis"), visual impairment ("vision disorder"), ovarian cyst ("ovarian cyst") and fatigue ("fatigue") and was found to have colorectal adenoma ("colon adenoma") and blood iron decreased ("iron level 3 times higher than normal"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to dyspepsia, colorectal adenoma, liver disorder, blood iron decreased, disturbance in attention, speech disorder, amnesia, tendonitis, visual impairment, tooth disorder, pelvic pain, ovarian cyst or fatigue. The reporter commented: urgent status of the patient: follow-up, primary physician, gastroenterologist, dentist, ophthalmologist, gynecologist at the hospital. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.